Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 05-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 193, 238 and 332 mg/dl. Customer stated the results were higher compared to another brand meter; actual meter to meter comparison results were not provided. The customer¿s expected blood glucose test result range is below 150 mg/dl 2 hours after a meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/13/2026 and test strips were opened 10 days prior to the call. The meter memory was reviewed for previous test result history (the pm results were all performed more than 2 hours after a meal): result 1: 147mg/dl, date: (B)(6) 2025, time: 8:47 am fasting. Result 2: 149mg/dl, date: (B)(6) 2025, time: 6:38 am fasting. Result 3: 193 mg/dl, date: (B)(6) 2025, time: 6:35 am fasting. Result 4: 142mg/dl, date: (B)(6) 2025, time: 8:56 pm fasting. Result 5: 182mg/dl, date: (B)(6) 2025, time: 7:57 pm fasting. Result 6: 238 mg/dl, date: (B)(6) 2025, time: 7:48 pm fasting. Result 7: 332 mg/dl, date: (B)(6) 2025, time: 7:38 pm fasting.

Manufacturer narrative:
Sections with additional information as of 16-oct-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.